Manufacturer narrative:
Investigation completed 10/25/2017. Device history record reviewed for product ID a3059, serial # (B)(4) was manufactured on 18dec16 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Service history: date of service: 11.08.2017. A two year look back in complaint system from 10/09/2015 to 10/09/2017 for this reported failure and or related to "head", "moved" for product family (a3059) shows that five additional complaint were received. No new design or manufacturing trends have been identified. This issue will be monitored. Evaluation was unable to conclusively verify customer information as valid. The unit has been tested according to manufacturers specification. No failure could be found.

Event description:
On (B)(6) 2017, at 9h 58 minutes, a patient was in the mayfield composite series skull clamp and the head moved during surgery. The patient was undergoing an awake surgery, when the pins moved and the patient¿s head was not maintained. The anaesthetist was near the patient when the event happened. The actions that was taken after the event occurred reported as follows: the patient was put asleep again, then there was a temporary closing of the scalp, (length unspecified). A sterile field was maintained and the patient was shampooed. Then changes of the medical device occurred and the patient¿s head was fixed again. A new sterile field was prepared. Additional information request was sent and on (B)(6) 2017, the following was provided: the surgery was delayed for 1 hour and 15 minutes. The patient was a (B)(6)-year female patient. Reusable skull pins were used. (Brand name unknown). Request for additional information has been sent.